Manufacturer narrative:
External insulation abrasion was noted at 9.9-10.1 cm from the distal tip consistent with friction to another implanted device or feature of the patient¿s anatomy. The outer coil was exposed in this region.

Event description:
This report is to advise of an event observed during analysis.